Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The customer spoke with technical support and was provided the display part number and cost. The customer replaced the display and the ventilator was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.